Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose of 65 mg/dl . The nurse, (B)(6), called stating the customer was changing her set and was having trouble with the set change process and stated it kept asking her if she saw insulin coming out of the tubing and she would say yes but it would continue asking if she sees insulin. The customer was calling to see if the insulin pump was working properly because the customer's blood glucose level was up to 400 mg/dl because she has not been using the pump but is now connected back to the insulin pump. The customer was assisted with troubleshooting via self-test for the insulin pump and the insulin pump passed the self-test. The reservoir was also examined and the reservoir according to the customer showed the same amount of insulin as shown on the status screen. The insulin pump will not be returned for analysis.